Manufacturer narrative:
The field service engineer (fse) noted aspirate probe #2 not evacuating properly. The fse replaced the main pipettor, aspirate probes, and adjusted ultrasonics and alignments. The fse noted the fluid leak of wash buffer was from the customer pulling the tubing off the fitting to the analytical unit (au). The fse also noted low level troponin imprecision when performing instrument verification. The fse observed the transducer was out of specification and replaced the tip and performed adjustments. The volume dispense volume was also out of specification. The fse replaced the wash pump and cleaned the wash valve rotor and stator. The fse replaced the mixers and belts due to out of specifications. The fse cleaned the analytical module. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as multiple repairs resolved the reported issue. However, a specific hardware component was not identified as the singular cause of the event. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The customer reported wash buffer fluid leaked from the left side of the instrument and falsely elevated troponin I (access® accutni+3) results, for six patients, involving the access® 2 immunoassay system. The original results were released to the hospital. The customer was not aware of any impact to patient care. There has been no report of patient injury or change in patient treatment associated with this event. The patients were from the emergency room (ER) and some were inpatients. The patients' samples were reanalyzed on an alternate access® 2 system and lower results, within the normal reference range, were obtained. The laboratory's critical cutoff point for troponin I (access® accutni+3) is 0.2 ng/ml. The customer performed system troubleshooting by reseating the tubing connection at the bulkhead of the instrument but did not resolve the issue. The customer placed the instrument out of service. The customer noted the wash buffer supply indicator light was red, though there was sufficient wash buffer in the reservoir. The samples were collected by the ER personnel or the laboratory in 13x100 mm lithium heparin gel tubes and centrifuged at 3,800 rpm (rotations per minute) in a swing-bucket centrifuge for 10 minutes, at room temperature. Samples are analyzed on the instrument in aliquot cups. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.